Manufacturer narrative:
The device was received in the fully deployed position. The downloaded data shows the device completed 43 first prime pulses and was deactivated at 53 pulses. No timeouts or drive stalls were produced. The device was manually reset into the not deployed position using the lock and load tool. Rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. Although no issues were found, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.